Manufacturer narrative:
Device evaluation: unexplained power reboots were observed in the black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test; no power reboots were duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed; no further evidence of moisture was observed on the printed circuit board or other internal components. No damage to the power circuit was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.